Event description:
Nurse reported customer being hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. No additional details were provided.